Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2009, inratio: 4.9, lab: na; (B) (6) 2009; 3.7; 2.9.